Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid colectomy, while the reload was applied onto the distal end of the rectum, the device was not able to be fired. Surgeon was able to press the green button but could not squeeze the handle. Surgeon also experienced difficulty in unloading the device. Operator applied excessive pressure to unload the reload. Surgeon used another device to resolve the issue. The procedure was converted into an open procedure due to device problem.